Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt has pain and tightness in her shin and knee caused by loosening.

Manufacturer narrative:
Info was rec'd from a maude event report # mw5039314. Other device used catalog # 630700021, natural knee ii nonporous femoral component, lot # 61472001. Catalog # 630007101, natural knee ii all poly patella, lot # 61516864. This report will be amended when our investigation is complete.